Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on potential lot based on sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "difficult to inject through catheter, decision was made to remove the catheter and insert a new one. It was only possible to pull it out against resistance, but it succeeded on the first attempt. The plastic part of the catheter is completely removed (black ring), but approx. 10 cm of the catheter was deformed. Clinically, the patient shows no neurological abnormalities."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "difficult to inject through catheter, decision was made to remove the catheter and insert a new one. It was only possible to pull it out against resistance, but it succeeded on the first attempt. The plastic part of the catheter is completely removed (black ring), but approx. 10 cm of the catheter was deformed. Clinically, the patient shows no neurological abnormalities."